Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited shock impedance measurements of >125 ohms in the daily measurements. Commanded tests revealed measurements that were consistently 60 ohms. A boston scientific crm technical services consultant discussed performing an x-ray to rule out any obvious lead issues, performing arm movements to stress the device to lead connections, and the potential for a loose setscrew or a lead issue to be the cause of the out of range measurements. The boston scientific crm representative had scheduled the patient to be seen by his physician to evaluate the lead. Approximately 3.5 years later, the patient implanted with this device reported that an invasive revision procedure was performed as a result of a lead issue. Additional information was sought from the local area sales representative, however, at this time, additional information was unavailable.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.